Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during patient use.  There were no further details about the patient or the event provided. Physio-control later contacted the customer in order to obtain additional information about the patient.  The customer advised physio that no further information about the patient was available.